Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal device follow up it was alleged that right atrial (ra) lead failure occurred. The failure was noted since 2012 and the specifics of the failure were not specified. An inquiry regarding if using an MRI condition device would be impacted by the ra lead being inactive. Boston scientific technical services (ts) noted that as the type of failure could not be determined it was not possible to give definitive advice, but noted that a lead can be inactive and still quality for MRI conditional. The system was reprogrammed and remains implanted. No adverse patient effects were reported.